Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that the battery compartment was damaged and there was moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: during investigation, the battery compartment was found to be cracked to the left of the bumper pad from the threads traveling down toward the case seal and at the case seal below the bumper. There was corrosion observed inside the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture found internally on the battery canister and support bracket.